Event description:
It was reported that following a supply change, the ilet user announced a smaller-than-usual breakfast and ate, after which blood glucose increased to about 300 mg/dl before trending down to about 260 mg/dl. Device review showed the meal announcement delivered approximately 1.5 units of insulin. Symptoms included hyperglycemia peaking at 338 mg/dl. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included review of device-reported dosing and coaching on meal announcement timing, meal size selection, and spacing between meals to support algorithm adaptation. Investigation of this case revealed that the insulin dose was consistent with the announced smaller-than-usual meal and that early-use learning and inconsistent meal sizing likely contributed to underdosing for the actual carbohydrate intake, without evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was use-related factors during early algorithm adaptation and meal announcement practices.